Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that site is setting up for the case and received a message stating insufflator restart required. The csr will call site back and have them power off and cycle the vision side cart (vsc) breaker in the back, so the insufflator gets restarted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The ccc was analyzed and the reported issue was confirmed and replicated. No issues were visually identified. The ccc was installed on a test system. It did not show a full display on the tower monitor and the power button was flashing blue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.